Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was unresponsive. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of air in line sensor unresponsive. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log was lost due to weak real time clock battery. Visual/functional testing was performed. Confirmed complaint through air detector test. Replaced air detector. During investigation found the battery door to be missing, downstream occlusion (dso) seal was separating, and the internal battery could not hold a charge even after plugging device in for 72-hours. As such, replaced main printed wire assembly (pwa) board. Replaced the dso seal to resolve separation and battery door as it was missing entirely. Device passed all testing criteria.